Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support: therefore the allegation could not be confirmed.